Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was damaged when water was injected into it during pretest.

Event description:
It was reported that the balloon was damaged when water was injected into it during pretest.

Manufacturer narrative:
The reported event was confirmed. Received only the catheter for evaluation. The evaluation found a balloon burst with irregular conditions due to the presence of weak spot on the ribbed sac. No missing pieces were observed. The sample was examined under a microscope and identified this defect was contributed by the manufacturing process. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"